Event description:
It was reported to philips that the system was unable to boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon functional testing, the fse found that the boot up issue was caused by a malfunction in the system software. To resolve the issue, the fse reinstalled the software. After software reinstallation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.